Event description:
A 3.0mm diameter x 12mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the left anterior descending artery after pre-dilatation with a 2.5mm ptca balloon. It was not possible to cross to the target lesion, therefore, the stent delivery system was removed. Another guidewire was inserted and the stent delivery system was re-inserted. It still was not possible to cross the lesion, therefore, the stent delivery system was removed. Upon removal, the stent delivery system was pulled back into the guide catheter, where it caused the stent to dislodge from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent, when the stent was pulled into the guide catheter while it was still engaged in the coronary artery and for not pre-dilating the lesion 1:1. The stent was snared to the level of the sheath, however, it could not be removed through the sheath. Consequently, a cutdown procedure was performed to remove the undeployed stent from the pt. There was no add'l clinical sequelae reported relative to the event and no further info available from the user facility.